Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a partially clogged wash probe #2. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.

Event description:
A falsely elevated troponin I result of 1.50 was obtained on pt 1 and a result of 1.34 ng/ml was obtained on pt 2; the results were reported to the physician who questioned the results. The samples were retested on the same instrument and a result of 6.05 ng/ml was obtained on pt 1, and a result of 1.23 ng/ml was obtained on pt 2. The samples were repeated on an alternate analyzer and results of 0.00 ng/ml were obtained on both pts. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a partially clogged wash probe #2.